Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The manifold and strain relief were not returned. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 1212 mm proximal to the distal edge of the device tip. The section of the device proximal to the break site including the manifold/strain relief was not returned for analysis. The break occurred at a site 22.8 cm +/- 5 cm from the distal end of the strain relief. Multiple hypotube kinks were also noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jul-2018. It was reported that crossing difficulties were encountered. The diffuse target lesion was located in the internal mammary artery. Following predilation, a 3.00 x 38mm synergy¿ drug-eluting stent was advanced but track capability was difficult and the stent failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube break.